Event description:
It was reported that the patient experienced thoracic and muscle spasms in spine. The patient was prescribed robaxin 500mg, 1-2 by mouth three times daily and soma 350mg, 1 by mouth three times daily. The patient also experienced seroma at the lumbar insertion site and a post lumbar puncture headache. A lumbar blood patch was performed on (B) (6) 2010. The patient's headache resolved without sequelae. The patient outcome was ongoing event; the patient will continue to be followed in clinic.

Manufacturer narrative:
(B) (4).